Event description:
Ra lead failure was detected via home monitoring on (B)(6) 2022 and again on (B)(6) 2022. It was reported the patient is very active and was competing in a triathlon at the time of the failure on (B)(6) 2022. Noise can be seen on home monitoring from a recording prior to the lead failure on (B)(6) 2022. A full lead evaluation was recommended with postural and isometric testing. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.